Event description:
Customer reported issue with reservoir. The insulin does not exit. Customer has been experiencing the issue for four to five years. Customer was told not to push air into the reservoir several times. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.